Event description:
Bayer case number: (B)(4). Patient underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2006 and underwent surgery on or about (B)(6) 2011. As a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) patient underwent surgery [medical device removal] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a 34-year-old female patient who had essure (ess205) inserted (lot no. 621674) for female sterilisation. The patient had a medical history of parity 3, cholecystectomy, depression, systemic lupus erythematosus, fibromyalgia and multigravida. Previously administered products included: pristiq, trazodone hydrochloride, plaquenil, hydrochlorothiazide, prilosec and flexeril. The patient had a family history of diabetes mellitus, blood pressure high, ischemic heart disease and skin cancer. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011,, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (total abdominal hysterectomy and right salpingooophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2006 and underwent surgery on or about (B)(6) 2011. As a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] (date unknown): which showed blood and benign proliferative type endometrium with no conclusive evidence of hyperplasia or carcinoma. There was a small strip of benign endometrium with increase in stromal vascularity suspicious for a component of benign endometrial polyp [pathology test] on (B)(6) 2011: final diagnosis uterus, detached right ovary and fallopian tube, hysterectomy: benign, minimally disordered proliferative endometrium; myometrium unremarkable. Cervix with moderate chronic cervicitis, but no dysplasia identified; detached benign, physiologically active ovary with a few 3-4 mm follicular cysts; fallopian tube with a few serosal adhesions clinical history: dysfunctional uterine bleeding gross examination: specimen is received fixed labeled uterus/fallopian tube- right ovary and consists of a uterus and single detached adnexal structure to vary and fallopian tube) in the same container. The detached ovary (presumably right) measures 3.2 x 2 x 1 can with a wrinkled gray, tan serosal surface and with a few 3-4 mm fluid-filled cysts as well as a 4 mm corpus luteum on cross sectioning. The attached fallopian tube (presumably right) appears to have been previously surgically interrupted and measures 5.5 cm in length from the area of interruption to the delicate fimbriated end and up to 8 mm in diameter with a few adhesions on the gray tan serosal surface, but with unremarkable cut surfaces on serial cross sectioning; on (B)(6) 2013: final diagnosis: left ovary, left oophorectomy: benign serous cystadenoma, 56 grams. Serosal adhesions clinical history: ovarian mass gross examination: a fallopian tube segment is not appreciated externally. The ovary is opened revealing two cystic structures measuring 5.0 cm and 4.2 cm in maximum dimension. Specimen(;) received: pelvic washing cell block final diagnosis: pelvic washings (cell block): negative for malignancy [physical examination] (date unknown): vulva no lesions. Vagina well estrogenized with a physiological discharge. Cervix-no cervical motion tenderness. Uterus is tender, midline, mobile, about 10 weeks size bilateral adnexa mobile and tender, no masses palpated but difficult exam secondary to patient's tolerance. [Ultrasound pelvis] (date unknown): showing her uterus to measure 8.8 x 6.1 x 5.3 centimeters with endometrial thickness of 1.5 centimeters. There was a 2.5-centimetur fluid collection in the endometrium but the ovaries were within normal limits. The most recent follow-up information incorporated above includes data received on: 25-sep-2025: medical record received. Surgical pathology report & lab data added. Family history, medical history & concomitant conditions were updated. Lot number updated additional reporter updated. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Patient underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a 34-year-old female patient who had essure (ess205) inserted (lot no. 621674) for female sterilisation. The patient had a medical history of parity 3, cholecystectomy, depression, systemic lupus erythematosus, fibromyalgia and multigravida. Previously administered products included: pristiq, trazodone hydrochloride, plaquenil, hydrochlorothiazide, prilosec and flexeril. The patient had a family history of diabetes mellitus, blood pressure high, ischemic heart disease and skin cancer. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (total abdominal hysterectomy and right salpingooophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2006 and underwent surgery on or about (B)(6) 2011. As a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] (date unknown): which showed blood and benign proliferative type endometrium with no conclusive evidence of hyperplasia or carcinoma. There was a small strip of benign endometrium with increase in stromal vascularity suspicious for a component of benign endometrial polyp [pathology test] on (B)(6) 2011: final diagnosis uterus, detached right ovary and fallopian tube, hysterectomy: ¿ benign, minimally disordered proliferative endometrium. ¿ myometrium unremarkable. ¿ cervix with moderate chronic cervicitis, but no dysplasia identified. ¿ detached benign, physiologically active ovary with a few 3-4 mm follicular cysts. ¿ fallopian tube with a few serosal adhesions clinical history: dysfunctional uterine bleeding gross examination: specimen is received fixed labeled uterus/fallopian tube- right ovary and consists of a uterus and single detached adnexal structure to vary and fallopian tube) in the same container. The detached ovary (presumably right) measures 3.2 x 2 x 1 can with a wrinkled gray, tan serosal surface and with a few 3-4 mm fluid-filled cysts as well as a 4 mm corpus luteum on cross sectioning. The attached fallopian tube (presumably right) appears to have been previously surgically interrupted and measures 5.5 cm in length from the area of interruption to the delicate fimbriated end and up to 8 mm in diameter with a few adhesions on the gray tan serosal surface, but with unremarkable cut surfaces on serial cross sectioning; on (B)(6) 2013: final diagnosis: left ovary, left oophorectomy: benign serous cystadenoma, 56 grams. Serosal adhesions clinical history: ovarian mass gross examination: a fallopian tube segment is not appreciated externally. The ovary is opened revealing two cystic structures measuring 5.0 cm and 4.2 cm in maximum dimension. Specimen (;) received: pelvic washing cell block final diagnosis: pelvic washings (cell block): negative for malignancy [physical examination] (date unknown): vulva no lesions. Vagina well estrogenized with a physiological discharge. Cervix-no cervical motion tenderness. Uterus is tender, midline, mobile, about 10 weeks size bilateral adnexa mobile and tender, no masses palpated but difficult exam secondary to patient's tolerance. [Ultrasound pelvis] (date unknown): showing her uterus to measure 8.8 x 6.1 x 5.3 centimeters with endometrial thickness of 1.5 centimeters. There was a 2.5-centimetur fluid collection in the endometrium but the ovaries were within normal limits. Batch number- 621674; manufacture date- 2006-10-31; expiration date- 2008-09-30. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-oct-2025: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.